Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred during use of the axiom artis dfc system. The customer reported that they received an electrical shock from the system table during a storm. At this time, it is not known if medical treatment was needed. There is no report of impact to the state of health of any patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. No system failure or malfunction could be identified. The cse checked the table control module and found that the insulation caps on the strain relieve of the can connectors were missing. Further investigation showed this would not have caused a grounding issue as the only exposed parts are the can connector screws which were grounded. The ground test measurement was returned as specified. The service engineer (cse) reviewed the ground test and the log files. The log files showed that the 450 power supply voltage provided to the local facility was out of range. As the hospital reported power problems in general it is assumed that the thunderstorm affected the hospital power supply. The affected system is classified protection class I with a type b applied part according to iec 60 601-1. For example all conducting chassis parts are connected to ground by a separate earth conductor. The table control module (tcm) is grounded via clamping device and the table accessory rail. A fault in the appliance which causes a live conductor to contact the casing will cause a current to flow in the earth conductor. If such current is large enough, an over-current device will trip and disconnect the power supply from the system. In the present case the residual current circuit breaker (rcd) was not triggered as the measured over-current was below the threshold. The most probable cause for the shock would be from a lightning strike near the hospital through the system grounding or an electrostatic discharge. The service engineer placed the insulation caps on the strain relieve of the can connectors. The present incident is not considered to be system related and the root cause is located outside the system. Therefore, no corrective action in the field is planned at this time.